Event description:
The pt experienced stimulation in the wrong areas. An x-ray confirmed the lead migrated anterior. On (B)(6) 2010, the lead was removed and replaced with two new leads. On (B)(6) 2010, she was seen at the surgeon's office and both of her leads migrated cephalad. It was noted that the leads were thoracic at implant. Further info has been requested.

Manufacturer narrative:
(B)(4).